Manufacturer narrative:
The associated legion ps high flexion insert was not returned for evaluation. Therefore a product analysis could not be performed. However, device details were provided. Thus, the review of manufacturing records was conducted. The review of manufacturing records did not reveal any deviation from the standard manufacturing processes. The device was sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. There is no information that would suggest the implanted device failed to meet specifications. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. No clinical information, lab report or the explant was provided, thus the root cause of the reported fungal infection cannot be confirmed. The future impact to the patient beyond the revision cannot be determined due to the limited information. No clinical evaluation can be performed at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported a revision surgery due to fungal infection, cement spacers inserted along with antibiotic mix.